Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; four devices had worn components, three devices had stuck/sticking components, one device had a misaligned component, two devices had a loose component and one device had a broken/damaged component. Ten devices were repaired and returned, one device was not repaired due to its age. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 11 malfunction events, where it was reported the 5th wheel was difficult to engage. There was no patient involvement.